Event description:
It was reported that the right ventricular (rv) lead appeared to be undersensing r waves. The lead was reprogrammed and remains in use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an apparent discrepancy on the markers. The atrial high rate episodes were reviewed and it was determined that there appeared to be loss of ventricular capture on the right ventricular (rv) lead. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076 implantable pacing lead 2012 (B)(6). (B)(4).